Event description:
It was reported that the patient had had an urgent appointment due to increased seizures. It was determined upon interrogation that the impedance was high. X-rays did not show evidence of a lead fracture. His device was disabled as a result. While waiting for a replacement surgery, the patient was prescribed a new medication as the patient was in and out of the hospital due to seizures. The patient's mother did report that the patient was fumbling with the device. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient underwent replacement of his generator and lead due to high impedance. The explanted product has not been received to date. No further relevant information has been received to date.

Event description:
The explanted generator was received but analysis has not been completed to date. The suspect lead has not been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified.